Event description:
It was reported the colonovideoscope had a no image e315 scope communication error. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint of e315 scope communication error was confirmed. Based on the results of the investigation, the definitive root cause of the e315 scope communication error could not be determined. Moreover, during the evaluation/ investigation, it was discovered that there was foreign material within the air/water tube and cylinder. However, foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. No physical damage was observed at the locations where the foreign material was found. However, the device did not meet the specifications, thereby confirming the occurrence of the events. The event can be detected/prevented by following the instructions for use in: chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity". Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.